Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test. No white circle or icon anomaly noted. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Unit was also programmed with test glucose meter. No lost sensor alarm noted. All operating currents are within specification. Unit was received with slightly loose and tilted drive support disk and missing drive support sticker.

Event description:
The customer reported via phone call that she was not getting the readings on the new insulin pump. The insulin pump had a white circle and the last alarm was lost sensor. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.